Event description:
Additional information was received that rv lead insulation damage was suspected but this was not confirmed. Imaging was performed; no anomalies were noted.

Event description:
During a remote follow up, decreased defibrillation impedance was observed on the right ventricular (rv) lead. No additional information was received. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Additional information was received that a rv shock test was performed; no shock was delivered.

Event description:
Additional information was received that, shock testing was performed and no shock was delivered.